Event description:
(B)(6) 2012 - patient in for our patient procedure - lap cholecystectomy. During procedure the first clip applier misfired. This applier was discarded and a new applier used without incident. Pt. Was discharged home. Returned to emergency room on (B)(6) 2012 for increased pain, and was admitted to the hospital. CT showed a bile leak and patient was transferred to a higher level of care for treatment. Surgical treatment/repair was performed on (B)(6) 2012.